Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone17.2, cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported that approximately three months prior, an episode of hyperglycemia occurred requiring hospitalization. The exact date of medical attention, length of hospitalization, and discharge date are unknown, as this information was not provided on (B)(6) 2026 was used as the occurrence date for reporting purposes). Patient reported elevated blood glucose levels; however, specific values were not provided. Symptoms, diagnosis, and treatment details associated with the hospitalization are unknown, as these were not reported. It is also unknown whether the patient was wearing the pod at the time medical attention was sought, as this information was not specified. Patient stated that following discharge, the pod appeared to function as expected.